Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic esophageal surgery, while detaching the esophagus, the device could not be fired. The surgeon was able to press the green button but was unable to squeeze the handle. Another handle and reload were used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Initial visual evaluation of the instrument found that the instrument firing knobs were retracted, and the articulation lever was in neutral position. During functional testing when the instrument handle was actuated, the loading unit jaws would not clamp.  Internal examination of the device revealed a missing component. Further evaluation determined that the component was improperly assembled during the manufacturing process. Improvements have been implemented to mitigate this condition. A review of the device history record indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.